Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During a procedure on an aneurysmal right internal iliac artery the stent detached and the delivery system was broken. The stent was not deployed.

Manufacturer narrative:
Engineering investigation: the returned device was disinfected and evaluated to determine the cause of the complaint. Upon initial inspection the catheter had been separated into three separate pieces. The balloon had been separated from the catheter shaft with a break in the middle of the proximal balloon weld. The shaft, in this location, had necked down to a smaller diameter of approximately 0.058 inch. A review of the proximal balloon bond test data indicates that 20 samples were tested to ensure the integrity of the balloon bond. Of the 20 samples tested the lowest tensile value obtained was 25 newton's. This is almost double the product requirement of a minimum of 15 newton's. The manifold of the catheter had also been separated from the catheter shaft. The separation tensile force of a manifold to the catheter shaft exceeds over 5 lbs of force based on historical values. The complaint details indicate that the balloon broke in half at the mid shaft. The proximal portion of the balloon remained attached to the catheter, and the distal end remained in the stent. Based on the inspection results the balloon was still in one piece and showed no signs of leaks when pressurized. The details also indicate that the device was placed through an existing v12 covered stent and a cook branched device. The introducer sheath used in this case was not returned. Based on the nature of the two separations it is evident that the balloon had been restrained within the stent that was previously deployed or had become caught on the cook graft on withdrawal. This cannot be determined without imaging and images of the case were not provided. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8 atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: · balloon hole skive dimensional verification. · stent securement testing. · proximal balloon weld tensile testing. · distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the complaint and the acceptable testing result of this catheter lot, atrium can find no fault with the performance of the product. Clinical evaluation: an artery is under constant pressure as blood is ejected from the heart. With each heartbeat, the walls of the artery distend and then recoil, exerting continual pressure or stress on the already weakened aneurysm wall. Therefore, there is a potential for rupture or dissection of the vessel, which may result in hemorrhage. The larger the aneurysm becomes, the greater the risk of rupture. A delivery catheter may be difficult to withdraw if the balloon hasn't been completely emptied of contrast media or if the device gets caught on a calcification or a previously place stent or graft. The instructions for use recommend that a stent delivery catheter should not be forcefully advanced or withdrawn if resistance is encountered.